Event description:
It was reported that during a brevera procedure on (B)(6) 2025, the customer experienced errors related to the driver after the needle was inserted into the patient´s breast, they were unable to completed the procedure. No additional medication, treatment or procedures required for the patient after restart. A field engineer examined the equipment and identified that the driver needed replacement. The driver was replaced and the system tested and everything met the manufacturer´s specifications.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Manufacturer narrative:
An investigation was completed: it was reported on (B)(6) 2025, that during a patient exam the brevera system with serial number (sn) (B)(6) and driver with sn (B)(6) began displaying driver errors. The system was rebooted with the driver disconnected, and errors returned after the restart. Patient impact was reported as the patient had to be rescheduled for another day. No visible damage was observed to the packaging or device. Closer inspection of the driver shows no visible damage. The inner cannula gear cannot be rotated manually. The brevera driver was placed on the pmqa laboratory brevera system (B)(6). During initialization, the motor could be heard running, but the inner cannula (ic) fork did not move. After a short time, the screen displayed an error. To investigate further, the upper housing of the driver was removed. The timing shaft is jammed with the ic fork, preventing proper rotation and initialization of the driver, and bowing the shaft. The timing shaft was rotated so that the piece stuck behind the ic fork was no longer in line with the ic fork, allowing it to return to its normal position. The upper housing was reattached, and the driver was connected to the brevera system again. The driver went through the initialization process without encountering any issues or errors. The driver was able to be armed and fired, and three test biopsies were performed with no issues. Visual inspection of the driver was able to confirm that the root cause of the issues seen in the complaint was the timing shaft being jammed with the cannula wear plates, preventing proper initialization and causing the errors seen in the complaint. After reviewing the complaint, discussing the case with a hologic service sustainment engineer, and examining a previous investigation into this type of issue, the cause of the jamming was determined to be the needle not firing its full length into the breast tissue. This root cause can be linked to insufficient spring force when firing into breast tissue causing excess drag and reducing needle travel velocity. As a result, the timing shaft can become jammed with the outer cannula fork and the wear plate, effectively blocking cam shaft rotation and preventing biopsy samples from being taken. Conclusion: based on the errors seen in the complaint and the inspection of the driver, the errors were caused by the needle not firing the full distance, and the cannula forks became jammed with the timing shaft. Conversations with service engineering indicated that based off the error experienced, it is likely that the needle did not fire its full distance, causing the cannula forks to be jammed with the timing shaft of the driver. Since the patient had to be rescheduled for an additional procedure due to an inability to retrieve biopsy samples, this was considered a reportable event to the FDA. A new driver design has been created that will address the spring force issue. Pmqa will monitor the complaint data for this new driver design and look to see if trends for the driver being jammed are still occurring. Device history record (DHR) review: driver serial number: (B)(6), driver sku: rm-brevdrv, system serial number: (B)(6), driver manufacture date: 6/6/2023, driver installation date: (B)(6) 2023, UDI: (B)(4). Driver DHR review was performed. The device history record for the serial number involved was reviewed and found to have met all manufacturing requirements prior to shipment for distribution. This includes final inspection and packaging inspection. There are no deviations mentioned within the DHR that could be connected to the issues experienced by this brevera driver.